Manufacturer narrative:
(B)(4): the customer reported seeing smoke during testing. No pt involvement was reported. The device was evaluated by a philips fse. The symptom could not be duplicated. The device passed all testing. Based on the customer's report we are considering this a malfunction. We cannot determine the cause since the symptom could not be duplicated.

Event description:
The customer reported seeing smoke during testing. No pt involvement was reported.